Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot # huuf1748 showed no other similar product complaint(s) for this lot number.

Event description:
It was reported that it was difficult to flush the catheter. During x-ray, it was noticed that contrast medium leak between the cuff and the vein. Thereupon the catheter was explanted. The explanted catheter showed cracks in the area between the hub and the tip of the catheter.